Event description:
A cartridge alarm 20 was reported with the pump during the pumping process. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as it was under warranty, while the customer confirmed understanding of how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid label within 10 days. Meanwhile, the customer will continue using the current pump for insulin delivery.